Manufacturer narrative:
Investigation in on-going. Supplemental report will be submitted.

Event description:
Info received that the pt was using the lift and the lift let go allowing the strap to be loose and drop to the floor. Pt ended up on the floor and the motor compartment lowered with strap attached to rail. The motor landed on the pt. Pt suffered a broken femur and four cracked ribs.